Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
On the same day as the immediate extraction of the tooth in ada site 30, the clinician reported a failure when inserting a dental implant in type ii bone. The implant did not obtain primary stability. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth in ada site 30, the clinician reported a failure when inserting a dental implant in type ii bone. The implant did not obtain primary stability. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.